Manufacturer narrative:
(B)(4): product analysis:the fixed lower jaw is cracked and bent sideways at the center of the pivot pin. The location, direction of bend, and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.

Event description:
Procedure: micro-discectomy it was reported that on (B)(6) 2015, intra-op, the tip of the pituitary broke and was retrieved. The instrument came in contact with patient. No fragment of the instrument remained in the patient. No patient complications were reported.